Event description:
It was reported that this pulse generator was explanted due to an unknown reason. A new pulse generator was successfully implanted. No additional patient adverse effects were reported.